Event description:
The clinician slippered and fell while wearing the show cover. She was reported to be off work but a specific injury was not reported.

Manufacturer narrative:
The clinician slipped and fell while wearing the show cover and apparently was off work due to the fall. We attempted to gather specific details pertaining to the incident and confirm the extent of any injuries but did not receive additional information. The shoe covers have smooth bottoms and do not have slip resistant treads. The condition of the floor surface is not known or if the correct shoe cover size was being worn at the time of the fall. There is no sample to evaluate and no lot number was provided. A root cause has not been determined.